Event description:
During follow-up, noise was observed. The pt received 5 inapropriate shocks on 6/2001. The decision was made to explant the device. During the implantation of the new device, an impedance measurement of 20 ohms was observed. The lead was explanted.